Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. There was no third-party assistance required. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. However, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.